Event description:
It was reported that during maintenance, the burs were vibrating.user tried the burs with 2 handpieces, but all the burs were vibrating. There was no patient involvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3:medtronic evaluated that visually, there was no damage in the construction of the device. There was no damage to the distal tip. The overall length of the device shall be 3.850 +0.015/-0.010 inches and the actual measurement was 3.86 inches which was in specification. The length between the proximal end of the sleeve to the proximal end of the device shall be 2.950 ± 0.010 inches and the actual measurement was 2.95 inches which was in specification. The length sleeve area shall be 0.610 +0.000/-0.005 inches and the actual measurement was 0.620 inches which was out of specification. Functionally, the bur could not securely fit into a handpiece and had excessive wobbling and vibration while running in forward mode at 16,000rpm. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6:previously applied fdm b17, fdr c20, fdc d14 and img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis has been corrected as visually, there was no damage in the construction of the device. There was no damage to the distal tip. The overall length of the device shall be 3.850 +0.015/-0.010 inches and the actual measurement was 3.86 inches which was in specification. The length between the proximal end of the sleeve to the proximal end of the device shall be 2.950 ± 0.010 inches and the actual measurement was 2.95 inches which was in specification. Functionally, the bur could not securely fit into a handpiece and had excessive wobbling and vibration while running in forward mode at 16,000rpm. In the returned condition, the issue of not fully inserting the bur into the handpiece was replicated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis has been updated as the length between the proximal end of the sleeve to the proximal end of the device shall be 2.950 ± 0.010 inches and the actual measurement was 2.95 inches which was in specification. In the returned condition, the issue of not fully inserting the bur into the handpiece was replicated. H6: previously applied fdr-c0707, fdc-d03 and img g04115 codes are no longer applicable. D3 section has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.